Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked case at a display window corner, and a cracked reservoir tube lip. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that she treated carbohydrate intake with more insulin than she should have and was not able to use insulin pump due to batteries being low and not able to remove battery cap. Customer's blood glucose was 48 mg/dl which she treated with jelly beans. Customer's blood glucose at the time of call was 78 mg/dl. Customer was not able to remove battery cap with quarter or flat-head screwdriver. Customer was advised that insulin pump would need to be replaced. No further information provided.